Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted in the abdomen on (B)(6) 2015. Upon removal of the sensor pod, the patients father reported the sensor wire detached and was left at site of insertion. The patient's father did not report any injury or medical intervention.